Event description:
Boston scientific received information that it was noted that this electrode had changed its position. A revision procedure was performed and the electrode was successfully repositioned. No adverse pt effects were reported.

Manufacturer narrative:
The electrode remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.